Event description:
It was reported that during a vena cava filter deployment, the filter seemed to be partially attached to the delivery sheath and could not be completely released, and the filter legs did not expand at all. The filter was retrieved via the jugular vein and another filter was deployed successfully. Upon removal of the filter, a piece of metal appeared to be wrapped around the filter legs. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The filter delivery system was returned along with a deployed filter. The returned device met all the required specifications. Based on the returned sheath condition (i.e. Tear at the distal tip), it is possible that the filter feet were stuck inside the sheath upon deployment and the tear occurred as the filter was pulled with some force from the sheath. In addition no foreign metal was identified on the filter, as it was alleged by the user. Images were also provided. Based upon the image review, the complaint investigation is confirmed for filter failing to fully advance through the sheath, as several legs were stuck inside the sheath during deployment, preventing the filter from fully deploying and expanding. Based on the available information, the definitive root cause for this event is unk.